Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as snare device was used to retrieve the delivery system and separated tip through the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right superficial femoral artery. A 6 x 120 mm supera stent was deployed without any issue; however, during the removal of the delivery system per the instruction for use (IFU), the tip met resistance with the anatomy and became separated. The tip remained on the delivery system, but a snare device had to be used to properly remove the delivery system and separated tip through the sheath. The patient is fine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.